Manufacturer narrative:
The suspect device is not returning for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned at a later date, the investigation will be re-opened.

Event description:
The physician alleges that post lithotripsy procedure due to urolithiasis, a medical device used during the procedure may have been responsible for a hospital acquired infection [hai]. The physician is considering all medical devices used during this procedure to be a possible vector of infection. The patient was admitted 24 hours post procedure and administered IV therapy antibiotics due to pyelonephritis symptoms experienced.